Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered; cause was unknown. Reportedly, contact is unable to interact with the pump due to the shattered touch screen. Additionally, nothing was displaying on the touch screen. Customer's blood glucose was 98 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.